Manufacturer narrative:
Concomitant medical products: product ID d314trg ICD, implanted: (B)(6) 2012, product ID 4076-52 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the left ventricular (lv) lead threshold had risen. The threshold was now high and the lead exhibited non-capture. It was noted that there had been difficulty programming the lead around diaphragmatic stimulation. It was further reported that the lead triggered an alert for high impedance. The lead was programmed off and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary analysis information -- 2016-07-13 19:08:54 cst pli# 10 product ID# 419588 the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.